Manufacturer narrative:
Received one set of 4 used arcticgel pads. The pads were visually inspected. The sealing was adequate between the clear film and the pad. On the right thigh pad it was noted that the peripheral cut was made inside of the water flow, the energy connector and manifold connectors were found in good condition. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowed to the pads. The functional evaluation revealed the following: left chest pad: a total of 5.09 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 3.34 l/min m2 flow rate was registered during the test. Right chest pad: a total of 5.73 l/min m2 flow rate was registered during the test. Right thigh pad: no flow due to the incorrect cut. According to the test method the flow rate is unacceptable on the right thigh pad due to the incorrect cut. The other pads were found to be within specifications. The reported issue was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads allegedly had low flow. After switching the device the flow rate was still low and it was determined that the pads had low flow. The pads were changed and the flow rate improved; therefore therapy was continued with new pads. Patient is responding well to therapy and is maintaining target temperature.